Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. It was noted that the patient had an infection in their mouth that was "very strong". Blood tests confirmed that the patient had a bacterial infection. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.